Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 386291a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer did not provide an alternate test method result for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's caregiver reported an unexpectedly high inratio inr result of 4.6 followed by coumadin being held based solely upon inratio inr result. No confirmatory testing available. Therapeutic range: 2.0 - 3.0.